Event description:
It was reported that the user experienced a nighttime low blood glucose of 60 mg/dl without notable symptoms, self-treated with glucose tablets, and later measured at 78 mg/dl; the user stated they sometimes experience nocturnal lows and was advised to consider a factory reset after consulting their healthcare provider. Symptoms included hypoglycemia without reported clinical sequelae. Outcomes included resolution after oral carbohydrate administration and no need for medical intervention or hospitalization. Investigation included troubleshooting and education provided by support, including discussion of a potential device reset pending clinician guidance. Investigation of this case revealed no confirmed device malfunction or component failure, and no device performance issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.